Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, helix was stuck in myocardial wall when the physician tried to reposition the lead due to high threshold noted at one position. Physician was unable to extend or retract the helix. Lead was replaced but there was same issue. Lead was replaced again and the problem was solved.